Event description:
Pt receinving pitocin via infusion pump programed at 1cc/hr. Found pump infusing at higher rate resulting in tetocic uterine contractions causing fetal bradycardia. Terbutaline given x2. Uterus relaxed and fetal heart rate returned to normal.